Manufacturer narrative:
The customer's report of the pump delivering too fast was not confirmed. Visual inspection of the device noted no damage or any issues. Analysis of the pcu event log shows that 24 hour infusions were programmed and started around 3:50 pm. At 3:50 pm on (B)(6) 2015, the user restored the previous basic infusion running at 10ml/hr and changed the vtbi to 240ml. At 10:16 pm, the user cleared the volume infused (64.1ml) and then cleared the volume infused again at 6:05 am on (B)(6) 2015 (77.941ml). At 7:51 am, the user channeled the device off (17.785ml). There were no alarms found in the log prior to channeling the device off. The volume infused during this approximate 16 hour timeframe was recorded as 159.826ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the reported event was not identified.

Event description:
The customer reported that the pump delivered too fast although it appeared to have been programmed correctly. Chemotherapy was intended to infuse at 10 ml/hr for 24 hours. When it had 8 hours remaining duration it was noted that there was not enough volume left in the bag to last until that time.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.